Event description:
Report received from the USA stating that the device was "running loud, running slow and under performing." It was unknown to the reporter whether the device was used in surgery. No injuries or medical intervention were reported. There was no additional information provided.

Manufacturer narrative:
The device has not been received by anspach. If additional information is received, a supplemental report will be sent. (B)(4).